Manufacturer narrative:
The biomedical engineer (bme) reported that their clinical staff witnessed this bedside monitor (bsm) had artifacts and showing ECG readings that were unstable, resulting in a tachycardia alarm. Biomed tested the bsm on a simulator but was unable to duplicate the complaint. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that their clinical staff witnessed this bedside monitor (bsm) had artifacts and showing ECG readings that were unstable, resulting in a tachycardia alarm. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that their clinical staff witnessed this bedside monitor (bsm) had artifacts and showing ECG readings that were unstable, resulting in a tachycardia alarm. Biomed tested the bsm on a simulator but was unable to duplicate the complaint. No reports of patient harm. Investigation summary: based on the available information, the customer hooked up the unit on the simulator in the biomed shop - and the reported issue could not be duplicated. No further investigation will be performed. Although there was a patient involved, there were no reports of injury, no harm, nor any adverse events, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes. Attempt #1: 12/04/2025 emailed the bme for additional information. No reply was received. Attempt #2; 12/12/2025 emailed the bme for additional information. No reply was received. Attempt #3: 12/16/2025 emailed the bme for additional information. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H4 device manufacturer date. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that their clinical staff witnessed this bedside monitor (bsm) had artifacts and showing ECG readings that were unstable, resulting in a tachycardia alarm. No patient harm reported.